Event description:
It was reported that the when the asymptomatic patient presented in-clinic during follow-up, several episodes of non-sustained lead noise due to post-paced t-wave oversensing were noted. The patient did not receive inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.